Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and coiled under the implantable pulse generator (ipg). It was also noted that the helix was not extended. The ra lead had been previously programmed off and was then removed and replaced. It was further reported that the replacement ra lead had dislodged and was observed to be pacing and sensing the ventricle at the postoperative check. The ipg was temporarily reprogramed to vvi and the replacement ra lead was revised the next day. No patient complications have been reported as a result of this event.